Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg as the ipg had moved at an angle. The patient underwent a pocket revision and was reportedly doing well postoperatively.